Manufacturer narrative:
The insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. However, pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was unknown. Customer also stated that there was crack on the battery compartment. It was also stated that there was no damage to the reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.